Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information with the manufacturer¿s representative and the implanting physician were unsuccessful. No further information is available. (B)(4).

Event description:
It was reported the patient is deceased and died approximately one week post implant of the implantable pulse generator (ipg) system. The cause of death was requested and is not available.